Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06519. It was reported that the patient called due to chest pain and presented in clinic. Pericardia effusion due to cardiac perforation was noted. Patient underwent a pericardiocentesis to drain the fluid and relieve the pressure around her heart. The physician suspected right atrial (ra) lead for the reason of effusion and decided to reposition both ra and right ventricular (rv) lead. Both leads were stable. The ra lead was repositioned. The rv lead was explanted and replaced as helix was not able to extend upon reposition. The patient was stable.